Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Unique device identifier (UDI) is unavailable. The tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the patient tracker did not function as designed. A second was used to complete the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined the delay in surgery was less than 5 minutes.